Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring and increase monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the specified period, two points were found out of the upper limit. Based on the additional analysis performed there are no patterns or issues with data from this analysis related to these specific months and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: lymphedema, drainage, wound dehsicence, exposure, and infection.

Event description:
Physician reported right side "edema with lymphorrhea ++, then exposition of the prosthesis which caused a plaque internally of 6cm. Ablation for infection." The device has been explanted. Treatment included ablation and antibiotics.